Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg implanted: (B)(6) 2007.

Event description:
It was reported that there was polarity switch, undersensing and oversensing on the right atrial (ra) lead. There was also undersensing and oversensing on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.